Manufacturer narrative:
Limited information about the event was available. Attempts to follow up with the patient (user) and gain additional information did not receive a response.

Event description:
Intermittent catheter patient (user) said she had one urinary tract infection (uti) within the last 12 months concurrent with catheter use or since her supplier last spoke with her.